Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has not changed the scs ipg as recommended. As a result, the ipg is depleted. An sjm rep confirmed the ipg is inoperable. Surgical intervention is planned to address the issue.